Manufacturer narrative:
G2: citation: authors: lee, I. T., nerad, j. A., <(>&<)> mawn, l. A.. Blue rubber bleb nevus syndrome manifesting as an isolated congenital orbital mass in a neonate. Ophthalmic plastic and reconstructive surgery 38(4):e124-e127 2022. Doi:10.1097/iop.0000000000002175. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Lee it, nerad ja, mawn la. Blue rubber bleb nevus syndrome manifesting as an isolated congenital orbital mass in a neonate. Ophthalmic plastic and reconstructive surgery. 2022;38(4):e124-e127. Doi:10.1097/iop.0000000000002175. Medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to describe the complex course of a neonate who presented with an isolated congenital orbital vascular malformation requiring multiple surgical resections throughout childhood. The article does not state any technical issues during use of the onyx. At 35 months, the patient underwent a second orbital resection with neurosurgical embolization using onyx for an arteriovenous malformation. The mass continued to grow. At age 7, the patient presented to interventional radiology with a new tender 1.5 cm blue-hued lesion on the plantar aspect of their right foot. On further examination, they had a few other subcutaneous blue-hued vascular lesions, one on their ipsilateral dorsal foot, another on the contralateral ankle, and a third on the abdomen. The presence of multifocal cutaneous vascular malformations led to the diagnosis of blue rubber bleb nevus syndrome (brbns). A gi endoscopy and colonoscopy showed 1 vascular lesion in the colon and 2 in the stomach. Despite 4 prior resections, the patient¿s orbital mass continued to grow; at 9 years old, the mass eroded into the right medial and superior orbital walls causing a right frontal lobe intra-orbital meningoencephalocele. At age 11, the patient developed erosions of their right medial and superior orbital walls causing a right frontal lobe meningoencephalocele. The mechanism behind their bony erosion may be related to the chronicity and large size of their vascular malformation causing pressure ischemia of the adjacent orbital bones. A bifrontal craniotomy with orbital roof plating and further or bital mass resection was performed at 11 years old. At their last ophthalmology visit at 15 years old, the patient had a best-corrected visual acuity of 20/60 in the od due to amblyopia. The orbital mass has remained stable without the need for further surgical intervention.